Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump was sending the insulin. Customer stated that there was only air passing through reservoir tube instead of insulin. No harm requiring medical intervention was reported. The device will not return for the analysis.